Manufacturer narrative:
The reported event was inconclusive due the condition of the sample. The sample was evaluated and no pinch or blockage was observed. Water was able to be introduced into the returned sample. No conditions were found on the sample that could be associated with the reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter could not be deflated. The inflation port was cut and the left over night to drain but the catheter balloon still did not deflate. Then the user guided a spinal needle through the patient performing a suprapubic puncture. Per additional information from the ibc via email (B)(6)2019 ; there was no injuries during the additional procedure and no further medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter could not be deflated. The inflation port was cut and the left over night to drain but the catheter balloon still did not deflate. Then the user guided a spinal needle through the patient performing a suprapubic puncture. Per additional information from the ibc via email 01jul2019; there was no injuries during the additional procedure and no further medical intervention required.